Event description:
The doctor reported to a porex sales representative that the patient received two medpor rz mandible angles in (B) (6) 2009. The doctor stated that an infection developed in the area surrounding one of the mandible implants. The doctor stated that he treated an infection with antibiotics (clindamycin) several times. The doctor reported that the patient is doing better.